Event description:
The reporter stated that the device was displaying an invalid syringe error. There was no pt injury or treatment associated with this event. Upon eval, it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. The complaint of the device displaying an invalid syringe size error was verified. During calibration, it was discovered that the size potentiometer could not be calibrated properly which was then replaced. This is being monitored for trends.